Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer's blood glucose was 502 mg/dl. Device alarmed a motor error alarm during normal basal. Reservoir might have a leak after a set change. Customer treated high blood glucose with insulin injections. During troubleshooting, device alarmed a motor error alarm during rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The motor was tested outside of the device and it passed. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.